Event description:
Additional information received reported that the patient experienced withdrawal with symptoms including diarrhea, weight loss, and nausea. The event logs had a stopped pump period may exceed tube set message that displayed on (B)(6) 2014. The pump stalls were due to an unknown cause, but the stalls had reportedly recovered within two to five hours. It was additionally reported that the battery depletion was premature. After device explant, the hcp reported that the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an MRI on (B)(6), and after the MRI, the doctor checked the patient's pump and told the caller that the pump had been stalling 3 or 4 days before the MRI. The general physician reportedly wanted another MRI with contrast. The patient had another MRI on the morning of report but was looking for someone to check the pump as the doctor's office was closed and the patient had not told the MRI technician about the previous stalls. It was noted that the MRI was not related to the pump. Additional information received later reported that the pump was read after the MRI and stall recovered, but that numerous stalls and recoveries "daily" were noted from five minute durations to longer periods of hours. The patient was reportedly asymptomatic according to the manufacturer's representative. The patient reportedly did not feel like they had any therapy issues at that time. The pump was infusing prialt and dilaudid. It was later reported that the pump was replaced on (B)(6) 2014. It was later reported that the pump was at elective replacement indicator (eri) and the logs showed multiple stalls. The patient reportedly recovered without sequelae. It was noted that there were no rotor or dye studies performed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and-or wear and-or lubrication, stall due to shaft-bearing, over-infusion-undetermined root cause. Dispense accuracy testing at 300 ul/day test failed with an over infusion, when retested the test passed. Destructive analysis shows that the pump tube is deformed in shape, had migrated towards the inlet side. Pump tube also had plenty of white residues on it. Motor analysis revealed a worn upper shaft of gear 2.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.